Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015. One used lf5544 was received for evaluation. The returned sample met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The IFU states: there are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that during a laparoscopic appendectomy case, an end tone was provided by the generator in use, indicating a complete seal cycle. The surgeon noted that there was no tissue effect on the area where sealing was attempted. The surgeon did not cut the vessel. There was no bleeding or patient injury.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.